Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the up arrow and down arrow keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the keypad cover was torn from the ok button to the up arrow keypad button. The keypad cover was also peeling off the pump. Evaluation revealed that all keypad buttons were unresponsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the original complaint, investigation revealed that the display screen was dim and discolored and the battery compartment was cracked in two places. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).